Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pck671, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences reported? To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received.

Event description:
It was reported that a patient underwent an endoscopic partial hepatectomy on (B)(6) 2020 and suture was used. During the procedure, the end of the needle broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/29/2020. Additional information was requested and the following was obtained: were there any adverse patient consequences reported? No patient consequence reported.